Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic got caught in the cartridge and tore off. The surgeon removed the lens with no incision enlargement and inserted another model lens. No pt injury.

Manufacturer narrative:
A visual inspection of the returned prod shows the lens optic is torn off and a haptic is torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.